Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced discomfort at the l4 lead. As a result, the patient underwent surgical intervention wherein the lead was explanted and replaced.